Event description:
It was reported that during a trial procedure, the lead was stuck between what the doctor thought to be a calcification and the needle tip sheared the top of the lead when it was pulled back into it leaving four contacts in the patient. The patient will have to have the remaining part be surgically removed. The patient reportedly was doing well postoperatively.

Event description:
It was reported that during a trial procedure, the lead was stuck between what the doctor thought to be a calcification and the needle tip sheared the top of the lead when it was pulled back into it leaving four contacts in the patient. The patient will have to have the remaining part be surgically removed. The patient reportedly was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)). The returned lead was analyzed. With all the available information, boston scientific concludes that the reported event was confirmed. The distal tip was sheared and 4 electrodes were missing, e1: e4. Continuity test also found three cables were also damaged, e5: e7. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.